Event description:
Incident involved the transfer of a resident from bed to chair. As the lift was being moved toward the chair, the loop on the lower left side came off and the resident slid to the floor resulting in injury to the left lower leg.